Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains. Additional information was requested and if it becomes available will be submitted in a supplemental report. Remains implanted.

Event description:
It was reported to qa/ra, that a (B)(4) employee was in (B)(6) florist in (B)(6). Through conversation with the owners (husband and wife), it was reported to the (B)(4) employee that the husband had a stryker hip replacement implant surgery and has been experiencing some medical issues regarding the implant.